Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal baclofen. The event date was noted to be about 15 years ago or more (from (B)(6) 2016). It was reported that ¿the gears went in the pump.¿ the patient ¿looked like he was being electrocuted.¿ the patient was sweating terribly. The consumer could not hold the patient¿s head because he was moving so much. The patient said they increased to 900 mcg per day, and it was not helping. A dye study was done. The patient went to a refill, and all the drug was left in the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.